Manufacturer narrative:
The recipient was reportedly hospitalized on (B)(6) 2021. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed damaged antenna coils. This is believed to have occurred during the failure analysis process. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection and was hospitalized. The recipient's device was explanted due to otitis media. The recipient underwent treatment. The recipient was reimplanted with another cochlear device on the contralateral side. The recipient has recovered.